Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that the numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that they had issues with the buttons whenever they received insulin flow blocked alarm. The insulin pump will not be returned for analysis.